Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that insulin pump had missing ring on reservoir compartment. Customer states that they experienced high blood glucose of 30mmol/l and 25mmol/l which was corrected by insulin pen. Insulin pump will be return for analysis.

Manufacturer narrative:
Device received with scratched display window cover, severely scratched lcd window, cracked keypad at select button, keypad overlay texture damage, faded serial number label, missing retainer and missing reservoir tube o-ring. Unable to perform displacement test or lock reservoir in place due to missing retainer.